Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. The pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted fully due to normal pump battery depletion. Additionally, it was reported that the pump time was incorrect due to not correcting the pump time for daylight savings. Customer experienced an elevated blood glucose (bg) level above 500 mg/dl. A manual injection was administered to address bg.